Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the patient's presenting electrogram (egm). Upon review, it showed respiratory rate trend (rrt) oversensing. Ts reviewed the programmed device settings along with the egm and confirmed that the oversensing was not impacting therapy provided to the patient. Additionally, it was noted that rrt was triggered as a result of the right atrial (ra) lead exhibiting high out-of-range pacing impedance measurements. Ts discussed provided programming and troubleshooting suggestions. The hcp is going to bring the patient for programming changes. Currently, the product remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the patient's presenting electrogram (egm). Upon review, it showed respiratory rate trend (rrt) oversensing. Ts reviewed the programmed device settings along with the egm and confirmed that the oversensing was not impacting therapy provided to the patient. Additionally, it was noted that rrt was triggered as a result of the right atrial (ra) lead exhibiting high out-of-range pacing impedance measurements. Ts discussed provided programming and troubleshooting suggestions. The hcp is going to bring the patient for programming changes. Currently, the product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.